Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed as it was identified in the log of a returned homechoice device. A cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 at 03:33 system error 2240 . A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.